Event description:
The nurse reported to our sales rep that it was observing that during a surgical procedure the strike plate was screwed on to the nail holding screw and the nail was impacted. During this process, the nail holding screw fractured, the targeting arch bent at the flutes and the nail also broke at the head. No adverse consequences were reported.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.